Event description:
It was reported that 99 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported finding (52 plus 47) pen needles clog during flow check. Date of event : unknown sample status : awaiting sample0.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/13/2021 h.6. Investigation: customer returned (88) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported finding about 1/2 the box from each box clog. All 88 returned pen needles were examined, and it was observed that 55 exhibited a bent non-patient end (npe) cannula, and 31 exhibited a broken npe cannula. 2 out of the 88 returned samples exhibited a straight npe cannula ¿ these 2 samples were tested for flow using a test pen injector, and both were able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 88 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0316740 ¿ device expiration date : 11/30/2025. ¿ device manufacture date : 11/11/2020. Lot # : 0294458 ¿ device expiration date : 10/31/2025. ¿ device manufacture date : 10/20/2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 99 bd pen ndl 32g 4mm pro were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported finding (52 plus 47) pen needles clog during flow check. Date of event : unknown. Sample status : awaiting sample.